Manufacturer narrative:
Additional information received states that the screw could not be removed. The implant, therefore, had to be removed. The following sections have been updated: adverse event or product problem: report type. Outcome attributed to the adverse event, date of this report, event description, manufacturer, MFR site: contact office, report source: manufacturer's contact office, date received by manufacturer, checked "follow-up", type of reportable event, checked follow-up type, added manufacturer narrative.

Event description:
It was reported that the abutment screw fractured. The screw could not be removed. Therefore, the implant was removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. No device lot number was provided so a device history record review and a complaint history review could not be performed.

Manufacturer narrative:
(B)(4). Patient weight was not provided. Event date unknown. Device lot # was not provided/unknown. Initial reporter: last name no provided. Device has not been returned to manufacturer,

Event description:
Abutment screw fractured.